Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer report the valve on the end of the one step catheter came off while inside a patient during a thoracentesis procedure. No patient harm.

Manufacturer narrative:
The suspect device was returned for evaluation. This complaint is unconfirmed. The device is functioning as expected. The valve in the hub assembly was intact, and no leakage was observed when the device was flushed with water. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.